Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported the outcome was resolved without sequelae.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient had inflammation and fluid from the suture of the stimulator. The outcome was ongoing. Interventions included administering medications, including an antibiotic IV. The device was explanted and not replaced. The event resulted in an unscheduled clinic or office visit and an urgent care visit. Diagnostic methods included an examination which showed red and fluid coming out. They could see the stimulator. There was no more places in the or so the patient went home with antibiotics and the patient came back the next day to have the stimulator removed. Laboratory testing showed frotti of fluid result was good and blood test showed 19 c-reactive protein. The event was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket.